Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis showed the light from subminiature a (sma) appeared distorted indicative of a fracture within the fiber connector. A review of the device history record confirmed that the fiber met all material, assembly, and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged event is confirmed based on the identified facture within the fiber connector. According to the device instructions for use (IFU) in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Ensure that the fiber tip and aiming beam are in clear view and at a safe distance from the tip of the endoscopic delivery system when laser energy is being applied. Carefully remove the fiber from the package. Handle the fiber with care as damage may occur if struck or bent sharply. Inspect and treat the output tip with particular care as it represents the most delicate, easily damaged portion of assembly. Hold the fiber tip to a non-reflective surface and ensure that a circular red spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement.

Event description:
It was reported that this fiber was returned to the distribution center with no information. The fiber was returned, and analysis identified a fiber connector fracture.